Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft active control system instructions for use, potential adverse events may include, but are not limited to, death. H6: added component code 515. H6: updated investigation findings to code 213. H6: updated investigation conclusions to code 22. H10: added statement "according to the gore® tag® conformable thoracic stent graft active control system instructions for use, potential adverse events may include, but are not limited to, death."

Manufacturer narrative:
H6: health effect- impact and clinical codes added. Component code updated per ps.

Event description:
Information reported: on (B)(6) 2021, the patient was implanted with a gore® tag® conformable thoracic stent graft with active control system. It is unknown what the patient was being treated for. It was reported that on (B)(6) 2021, the patient expired. It is unknown what the cause of death is.